Event description:
The healthcare professional reported 1 incident of the transfer set coming loose from the catheter. The patient was given prophylactic antibiotics with no resulting infection. There is no patient injury reported by the healthcare professional.